Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/failure to occlude (close) fallopian tube(s)/malposition of essure device"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 699884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (10+), parity 4 ((B)(6) 1991, (B)(6) 1992, (B)(6) 1998, (B)(6) 2009) and condom. Concurrent conditions included obesity, anemia, cervical dysplasia, seasonal allergy, migraine, hypertension, arthritis, menorrhagia, back pain, lumbago, vaginal odor, sinusitis, uterine bleeding, lumbago, lower abdominal pain and ovarian cyst. Concomitant products included cyclobenzaprine hydrochloride (flexeril), diltiazem, diphenhydramine hydrochloride (benadryl), ibuprofen (advil), loratadine (loratab), losartan potassium, medroxyprogesterone acetate (depo-provera), nabumetone (relafen), naproxen (naprosyn), solpadeine (tylenol with codein #3), sumatriptan (imitrex) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"). In 2012, the patient experienced hyperhidrosis ("hormonal changes: hot sweats, mood swings") and mood swings ("hormonal changes: hot sweats, mood swings"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") with vaginal discharge, menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal): vaginal"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), device expulsion ("expulsion of essure device/expulsion of essure device"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), perineal pain ("perineal pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia and headache had resolved and the device breakage, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, depression, migraine, nausea, dysmenorrhoea, dyspareunia, device expulsion, fatigue, weight increased, gastrointestinal disorder, hyperhidrosis, mood swings, perineal pain and back pain outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, perineal pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: procedure: the essure tubal occlusion devices were then serially passed easily through the operative scope into the bilateral tubal ostia. The devices were then easily serially deployed without complication, and no resistance, using the standard essure technique. After placement, there were 5 coils protruding from the ostium on the right and 9 coils protruding on the left. Removal details: the fallopian tubes were sent for pathology. We noted good hemostasis from both locations. At the stump of the right fallopian tube adjacent to the uterus, it was noted that the essure coil was protruding through and appeared to be somewhat sharp. We used the device to assure hemostasis from this cyst. After this was completed, we irrigated the pelvis free of clot and debris . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Pregnancy test - on an unknown date: positive . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, vaginal bleeding, abdominal pain, pregnancy, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/failure to occlude (close) fallopian tube(s)/malposition of essure device"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 699884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (10+), parity 4 ((B)(6) 1991, (B)(6) 1992, (B)(6) 1998, (B)(6) 2009) and condom. Concurrent conditions included obesity, anemia, cervical dysplasia, seasonal allergy, migraine, hypertension, arthritis, menorrhagia, back pain, lumbago, vaginal odor, sinusitis, uterine bleeding, lumbago, lower abdominal pain and ovarian cyst. Concomitant products included cyclobenzaprine hydrochloride (flexeril), diltiazem, diphenhydramine hydrochloride (benadryl), ibuprofen (advil), loratadine (loratab), losartan potassium, medroxyprogesterone acetate (depo-provera), nabumetone (relafen), naproxen (naprosyn), solpadeine (tylenol with codein #3), sumatriptan (imitrex) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2012, the patient experienced hyperhidrosis ("hormonal changes: hot sweats, mood swings") and mood swings ("hormonal changes: hot sweats, mood swings"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), nausea ("nausea") and fatigue ("fatigue"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") with vaginal discharge, menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal): vaginal"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), device expulsion ("expulsion of essure device/expulsion of essure device"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), perineal pain ("perineal pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia and headache had resolved and the device breakage, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, depression, migraine, nausea, dysmenorrhoea, dyspareunia, device expulsion, fatigue, weight increased, gastrointestinal disorder, hyperhidrosis, mood swings, perineal pain and back pain outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, perineal pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: procedure: the essure tubal occlusion devices were then serially passed easily through the operative scope into the bilateral tubal ostia. The devices were then easily serially deployed without complication, and no resistance, using the standard essure technique. After placement, there were 5 coils protruding from the ostium on the right and 9 coils protruding on the left. Removal details: the fallopian tubes were sent for pathology. We noted good hemostasis from both locations. At the stump of the right fallopian tube adjacent to the uterus, it was noted that the essure coil was protruding through and appeared to be somewhat sharp. We used the device to assure hemostasis from this cyst. After this was completed, we irrigated the pelvis free of clot and debris diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Pregnancy test - on an unknown date: positive . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, vaginal bleeding, abdominal pain, pregnancy, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/failure to occlude (close) fallopian tube(s)/malposition of essure device'), fallopian tube perforation ('perforation'), device breakage ('device breakage') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 699884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (10+), parity 4 ((B)(6)1991, (B)(6)1992, (b)96)1998, (B)(6)2009) and condom. Concurrent conditions included obesity, anemia, cervical dysplasia, seasonal allergy, migraine, hypertension, arthritis, menorrhagia, back pain, lumbago, vaginal odor, sinusitis, uterine bleeding, lumbago, lower abdominal pain and ovarian cyst. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol with codein #3), cyclobenzaprine hydrochloride (flexeril), diltiazem, diphenhydramine hydrochloride, hydrocodone bitartrate;paracetamol (norco), ibuprofen, loratadine (loratab), losartan potassium, medroxyprogesterone acetate (depo-provera), nabumetone (relafen), naproxen (naprosyn) and sumatriptan (imitrex). On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2012, the patient experienced hyperhidrosis ("hormonal changes: hot sweats, mood swings") and mood swings ("hormonal changes: hot sweats, mood swings"). In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and experienced nausea ("nausea") and fatigue ("fatigue"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") with vaginal discharge, menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal): vaginal"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), device expulsion ("expulsion of essure device/expulsion of essure device"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), perineal pain ("perineal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and ablation). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, menorrhagia and headache had resolved and the fallopian tube perforation, device breakage, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, depression, migraine, nausea, dysmenorrhoea, dyspareunia, device expulsion, fatigue, weight increased, gastrointestinal disorder, hyperhidrosis, mood swings, perineal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, perineal pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: procedure: the essure tubal occlusion devices were then serially passed easily through the operative scope into the bilateral tubal ostia. The devices were then easily serially deployed without complication, and no resistance, using the standard essure technique. After placement, there were 5 coils protruding from the ostium on the right and 9 coils protruding on the left. Removal details: the fallopian tubes were sent for pathology. We noted good hemostasis from both locations. At the stump of the right fallopian tube adjacent to the uterus, it was noted that the essure coil was protruding through and appeared to be somewhat sharp. We used the device to assure hemostasis from this cyst. After this was completed, we irrigated the pelvis free of clot and debris. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - in 2010: results: total bilateral occlusion. Pregnancy test - on an unknown date: results: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, vaginal bleeding, abdominal pain, pregnancy, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event "perforation" added. Ablation surgery added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/failure to occlude (close) fallopian tube(s)/malposition of essure device'), fallopian tube perforation ('perforation'), device breakage ('device breakage') and genital hemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 699884) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (10+), parity 4 (B)(6) 1991, (B)(6) 1992, (B)(6) 1998, (B)(6) 2009) and condom. Concurrent conditions included obesity, anemia, cervical dysplasia, seasonal allergy, migraine, hypertension, arthritis, menorrhagia, back pain, lumbago, vaginal odor, sinusitis, uterine bleeding, lumbago, lower abdominal pain and ovarian cyst. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol with codeine #3), diltiazem, diphenhydramine hydrochloride, hydrocodone bitartrate;paracetamol (norco), ibuprofen, loratadine (loratab), losartan potassium, medroxyprogesterone acetate (depo-provera), nabumetone (relafen), naproxen (naprosyn) and sumatriptan (imitrex). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),. In 2012, the patient experienced hyperhidrosis ("hormonal changes: hot sweats, mood swings") and mood swings ("hormonal changes: hot sweats, mood swings"). In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and experienced nausea ("nausea") and fatigue ("fatigue"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal)") with vaginal discharge, menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal): vaginal"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), device expulsion ("expulsion of essure device/expulsion of essure device"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), perineal pain ("perineal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia and headache had resolved and the fallopian tube perforation, device breakage, genital hemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, depression, migraine, nausea, dysmenorrhoea, dyspareunia, device expulsion, fatigue, weight increased, gastrointestinal disorder, hyperhidrosis, mood swings, perineal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital hemorrhage, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, perineal pain, pregnancy with contraceptive device, urinary tract infection, vaginal hemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: procedure: the essure tubal occlusion devices were then serially passed easily through the operative scope into the bilateral tubal ostia. The devices were then easily serially deployed without complication, and no resistance, using the standard essure technique. After placement, there were 5 coils protruding from the ostium on the right and 9 coils protruding on the left. Removal details: the fallopian tubes were sent for pathology. We noted good hemostasis from both locations. At the stump of the right fallopian tube adjacent to the uterus, it was noted that the essure coil was protruding through and appeared to be somewhat sharp. We used the device to assure hemostasis from this cyst. After this was completed, we irrigated the pelvis free of clot and debris diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - in 2010: results: total bilateral occlusion. Pregnancy test - on an unknown date: results: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, vaginal bleeding, abdominal pain, pregnancy, pelvic pain lot number:699884. Manufacturing date:2009/12. Expiration date:2012/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of ptc. On 16-jul-2020: pif received: no new information added. Fu 8 and 9 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/failure to occlude (close) fallopian tube(s)/malposition of essure device"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 699884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (10+), parity 4 ((B)(6) 1991, (B)(6) 1992, (B)(6) 1998, (B)(6) 2009) and condom. Concurrent conditions included obesity, anemia, cervical dysplasia, seasonal allergy, migraine, hypertension, arthritis, menorrhagia, back pain, lumbago, vaginal odor, sinusitis, uterine bleeding, lumbago, lower abdominal pain and ovarian cyst. Concomitant products included cyclobenzaprine hydrochloride (flexeril), diltiazem, diphenhydramine hydrochloride (benadryl), ibuprofen (advil), loratadine (loratab), losartan potassium, medroxyprogesterone acetate (depo-provera), nabumetone (relafen), naproxen (naprosyn), solpadeine (tylenol with codein #3), sumatriptan (imitrex) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"). In 2012, the patient experienced hyperhidrosis ("hormonal changes: hot sweats, mood swings") and mood swings ("hormonal changes: hot sweats, mood swings"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") with vaginal discharge, menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal): vaginal"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), device expulsion ("expulsion of essure device/expulsion of essure device"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), perineal pain ("perineal pain"), back pain ("back pain") and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia and headache had resolved and the device breakage, pregnancy with contraceptive device, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, depression, migraine, nausea, dysmenorrhoea, dyspareunia, device expulsion, fatigue, weight increased, gastrointestinal disorder, hyperhidrosis, mood swings, perineal pain, back pain and genital haemorrhage outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, perineal pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: procedure: the essure tubal occlusion devices were then serially passed easily through the operative scope into the bilateral tubal ostia. The devices were then easily serially deployed without complication, and no resistance, using the standard essure technique. After placement, there were 5 coils protruding from the ostium on the right and 9 coils protruding on the left. Removal details: the fallopian tubes were sent for pathology. We noted good hemostasis from both locations. At the stump of the right fallopian tube adjacent to the uterus, it was noted that the essure coil was protruding through and appeared to be somewhat sharp. We used the device to assure hemostasis from this cyst. After this was completed, we irrigated the pelvis free of clot and debris. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Pregnancy test - on an unknown date: positive . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, vaginal bleeding, abdominal pain, pregnancy, pelvic pain. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs received, events per pfs: hormonal changes: hot sweats, mood swings, back pain, heavy bleeding were added. Medical records received, patient's medical history and concomitant medications added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), device breakage ("device breakage") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") in an adult female patient who had essure (batch no. 699884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii (10+) and parity 4 ((B)(6) 1991, (B)(6) 1992, (B)(6) 1998, (B)(6) 2009). Concurrent conditions included obesity, anemia, cervical dysplasia, seasonal allergy, migraine, hypertension, arthritis, menorrhagia and back pain. Concomitant products included cyclobenzaprine hydrochloride (flexeril), diltiazem, diphenhydramine hydrochloride (benadryl), ibuprofen (advil), loratadine (loratab), losartan potassium, nabumetone (relafen), naproxen (naprosyn), solpadeine (tylenol with codein #3), sumatriptan (imitrex) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") with vaginal discharge, menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), device expulsion ("expulsion of essure device"), fatigue ("fatigue"), weight increased ("weight gain") and gastrointestinal disorder ("gastrointestinal or digestive system condition type"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia and headache had resolved and the device breakage, pregnancy with contraceptive device, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, depression, migraine, nausea, dysmenorrhoea, dyspareunia, device expulsion, fatigue, weight increased and gastrointestinal disorder outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient historical and concomitant condition added, concomitant drug added, events added as follows: device dislocation, device breakage, pregnancy on contraceptive device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, device ineffective, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, device expulsion, pelvic pain, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, abdominal pain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.